Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer observed a high recovery in sodium results after replacing the ion selective electrode (ise) buffer. The customer primed the ise buffer after replacement. The customer was instructed to perform an ise wash and recalibration, after which the instrument was performing as expected. A siemens headquarter support center specialist reviewed complaint history for the buffer lot in question, and verified there are no other complaints for this issue. This is an isolated event, resolved with an ise wash and recalibration. The cause of the discordant, falsely elevated results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.